Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/5/2025, a clindex notification was received regarding a patient listed in the shoulder arthroplasty registry who experienced subscapularis failure on (B)(6) 2025. Three months after the initial surgery, the patient was revised to a revers tsa. This event was indicated as unrelated to the apex optifit system implanted on (B)(6) 2025. Additional information requested.

Manufacturer narrative:
Additional information: b3, b5 g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event. Per dfu-0131-eo revision 4: 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Event description:
Additional information received on 10/7/2025: a clindex notification was received confirming that the patient underwent revision surgery on (B)(6) 2025. Nothing further was provided. The event remains unrelated to the apex optifit system implanted on (B)(6) 2025.